Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump battery completely dies without any alarm and insulin pump was off also all arrow buttons had to push several times. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that experienced high blood glucose. The insulin pump will not be returned for analysis.